Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4)

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. DHR was reviewed and no discrepancies relevant to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified.review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient experienced left hip sciatic pain. The surgeon notes indicate sciatica had been treated with medications and physical therapy and the hip is functioning well. There were no additional patient consequences reported.